Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked for analysis on (B)(6) 2019. According to the complainant, a hair size foreign particle was found inside the packaging. Reportedly, the sterile barrier was not compromised. There was no patient or procedure involved in this event.

Manufacturer narrative:
(B)(4). Investigation results: received one resolution clip device with its original unopened pouch. A visual examination of the package bonds noted that the bonds were continuous and intact, and that the pouch was perfectly sealed; however, foreign matter was found inside the pouch. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked for analysis on (B)(6) 2019. According to the complainant, a hair size foreign particle was found inside the packaging. Reportedly, the sterile barrier was not compromised. There was no patient or procedure involved in this event.